Manufacturer narrative:
Patient weight not provided. Approximate age of device ¿ 5 years, 5 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had significant intentional weight loss of more than (B)(6) and the inflow cannula was malpositioned and angulated at the septum as a result. The patient was asymptomatic but there were low flow alarms when the patient was seen in clinic. The lowest flow seen on interrogation was 2.4. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the suspicion of an inflow conduit position change possibly toward the intraventricular septum could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file captured intermittent low flow hazard alarms. The pump speed remained above the low speed limit for the duration of the file and the log file appeared to show that the system was operating as intended. The hmii lvas instructions for use (IFU) addresses pump speed, power, flow, and pulsatility index. This IFU provides information regarding the installation and orientation of the inflow conduit. Additionally, this IFU addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.